Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found a record of a 'cassette not attached properly' alarm. Functional testing was able to duplicate the reported problem. It was determined that the contaminated dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette not attaching error. There was unknown patient involvement.